Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a critical pump error alarm. It was alsor reported that insulin pump received a device software error and external flash error. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received stuck in pump error 24 alarm loop during boot up due to corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to pump error 24 alarms. Unable to confirm critical pump error alarm due to pump error 24 alarms. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area, stained serial number label, peeling end cap address label, slightly cracked retainer, slight corrosion on force sensor assembly and moisture damage on motor home switch.